Event description:
It was reported that pump insulin gauge displayed a fill amount different than expected, with pump showing 21 units while caller expected 80 units, and caller was experiencing ongoing fill estimate concern despite having followed cartridge filling steps correctly and not reusing or overfilling cartridge. There was no reported impact to the customer¿s blood glucose level. Caller declined to load new cartridge, chose to continue using current cartridge with instruction to follow up if needed, requested replacement infusion supplies, and customer support arranged replacements to maintain customer satisfaction.